Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, the catheter was noted to be flat and kinked from the distal end. In addition, the distal tip of the catheter containing the stent was noted to be slightly bent and the hydrophilic coating of the catheter was damaged. During the functional test, the catheter was flushed without difficulty. The stabilizer was advanced and the stent deployed with slight resistance. There were no anomalies noted to the deployed stent. As per the additional information, there were no anomalies noted to the wingspan stent system prior to use and the device was prepared per device directions for use (dfu). The patient¿s anatomy was very tortuous. The damage noted to the returned device is indicative of the as reported event. It is probable that the very tortuous nature of the patient¿s anatomy caused the as reported failure to deploy the stent and the subsequent damage noted to the device during analysis. As the analysed of ¿hydrophilic coating¿ peeling is potentially related to the very tortuous nature of the patient¿s anatomy and procedural factors present during the clinical procedure. However; the exact cause for the hydrophilic coating peeling cannot be determined. The manufacturer continues to investigate on this issue.

Event description:
During the analysis of the returned device, it was revealed that the hydrophilic coating of the catheter was peeling. There was no clinical consequence to the patient due to this event.